Manufacturer narrative:
The tech found the caster supports were broken and the casters were worn and ratcheting. He replaced the casters and supports to repair the bed.

Event description:
Info received indicates the brake is not holding.